Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the bumper pad, and from the case seal to the bumper pad. Unrelated to the original complaint, the display was dim with a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing)- battery compartment issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.